Event description:
It was reported that a mityone mushroom cup was to assist with delivery on (B)(6) 2025. The total vacuum application time was one minute, with four vacuum pulls and one pop off. Delivery had to be completed via c-section. Infant sustained scalp abrasions and bruising. No additional information is available. 10068 mityone (B)(4).

Manufacturer narrative:
Device location is unknown. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Distribution history: the complaint product was manufactured at csi on 29-nov-2023. Manufacturing record review: DHR was reviewed and no non-conformities, related to the complaint condition, were noted. Historical complaint review: a review of the 2-year complaint history showed no reported complaints for this part. Additionally, a two-year ncmr history was reviewed with marked-up filters, revealing no instances for this part number. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Stock product evaluation: during the investigation, two boxes containing a total of (B)(4) units were available in the inventory. A non-routine inspection was conducted on these units to ensure they were free of issues. Testing was performed according to the assembly method sheet vad-ms, and it was confirmed that all units met the inspection criteria. The tested samples were subsequently scrapped after the inspection. Clinical evaluation: the injuries observed on the baby, including minor head trauma, are consistent with the adverse events listed in the instructions for use (IFU) for the mityone device. As per the clinical evaluation team's response, referring to the IFU, potential adverse events include head trauma, bruises, contusions, scalp edema, cephalhematoma, subgalea hematoma, subdural hemorrhage, parenchymal hemorrhage, and intracranial hemorrhage. See attachments for email conversations. These injuries can occur during the navigation of the pelvis in delivery, as the fetal head is particularly vulnerable when entering the birth canal. Root cause: due to the product not being returned and the stock product evaluations showing the products were to specification, the root cause cannot be determined at this time. Conclusion: it is acknowledged that the photos provided show soft tissue injury, however due the product not being returned the most probable root cause cannot be determined at this time. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action in necessary, as the complaint condition was not confirmed.

Event description:
No additional information.